Manufacturer narrative:
Batch reviews performed on 18 august 2017. Lot 163688: (B)(4) items manufactured and released on 24 october 2016. Expiration date: 2021-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Moto partial knee - tibial tray fix cemented s6 right-medial, code 02.18.tf6.rm, lot. 160699 (k162084) (B)(4) items manufactured and released on 24 october 2016. Expiration date: 2021-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Moto partial knee - tibial insert fix s6 - 8mm right-medial, code 02.18.if6.08.rm, lot. 161238 (k162084) (B)(4) items manufactured and released on 24 october 2016. Expiration date: 2021-06-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon removed all medacta hardware and implanted another product. The surgery was completed successfully. X-rays and explants are not available.